Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28819. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial and right ventricular lead exhibited noise. Additionally, the right ventricular lead exhibited high pacing impedance. No device intervention was performed. The patient was stable.